Event description:
The customer observed a falsely elevated creatinine result generated from an architect c16000 analyzer and provided the following data: (customer normal range: 64 ¿ 104 umol/l). Sample ID (B)(6) generated an initial result of 362 on (B)(6) 2023. The sample was repeated on another analyzer and generated a result of 86 on (B)(6) 2023. It was reported that the initial result of 362 was released and the patient went to the accident and emergency department for another blood sample to be taken and processed. The results indicated the original value of 362 was incorrect. The patient was discharged with no further actions were required. The customer reported that there was no patient harm.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000, serial number (B)(6) due to a falsely elevated creatinine observed by the customer. The fsr inspected the instrument and determined the c16 rgt pr(l)rohs and seal, water line syringe (rohs) required replacement, which resolved the issue. No additional discrepant creatinine result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this issue was initiated that may have contributed to this issue. A review of tracking and trending was performed for the c16 rgt pr(l)rohs and seal, water line syringe (rohs) and the product monitoring review scorecard was reviewed and found no similar issues related to the architect system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the c16 rgt pr(l)rohs and seal, water line syringe (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the architect c16000, serial number (B)(6) or the c16 rgt pr(l)rohs and seal, water line syringe (rohs) was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result generated from an architect c16000 analyzer and provided the following data: (customer normal range: 64 ¿ 104 umol/l) sample ID (B)(6) generated an initial result of 362 on (B)(6) 2023. The sample was repeated on another analyzer and generated a result of 86 on (B)(6) 2023. It was reported that the initial result of 362 was released and the patient went to the accident and emergency department for another blood sample to be taken and processed. The results indicated the original value of 362 was incorrect. The patient was discharged with no further actions were required. The customer reported that there was no patient harm.